Event description:
In 2009 a company representative reported the patient was having issues with broken cannulas causing him to go to the emergency room. Further attempts to follow up with the patient were unsuccessful. No product was requested to be returned for evaluation.